Event description:
It was reported that the cook medical .035', 180cm rosen curved wire became stuck in the patient vein. The guidewire was pushed forward to free it from the tissue and then retracted along with the catheter. Upon removal, the wire was observed to be broken, causing the distal end of the wire to be pliable. The entire wire was successfully withdrawn from the patient anatomy. ".035', 180cm". This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).